Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not working. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. It was observed that pump deflation ball and spring were misaligned, and the device did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not working. No patient complications were reported.